Manufacturer narrative:
Information references the main component of the system and other applicable components are: product ID: 3057, lot# unknown, product type: screening device. (B)(4). A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received by a manufacture representative (rep) via a basic evaluation trial patient regarding an external neurostimulator (ens). Patient said their healthcare provider (hcp) had a hard time with the wires and getting the wires in. The hcp had to go deeper than usual. The issue was resolved at the time of this report. No patient symptoms and no further complications have been reported as a result of this event.